Event description:
It was reported that a perforation occurred in the patient's tissue during surgery. The perforation was closed and repaired. The doctor stated that it may or may not have been a result of the device. Prior to the perforation the doctor noted that the quality of the picture was sub-optimal, but they continued to use the device. No additional information was provided regarding medical intervention or extended procedure time. These are commonly used devices that are readily available.

Manufacturer narrative:
As the device was not returned to stryker sustainability solutions, evaluation was unable to be performed. No device information was reported and the customer did not report lot # or serial # information. Therefore, the device history record (DHR) was unable to be verified. The reported event could be attributed to: connection error (including the contact of the pins to the cable receptors or improper connection of the interconnect tab). Ancillary equipment error (including all other equipment outside of the complaint device that may have contributed to the error). User expectation / anticipation of device image quality. The instructions for use (IFU) state: do not bend, kink, stretch, or forcefully wipe the catheter. These actions may damage the catheter. Do not use mechanical tools or forceps to grip the catheter. The reprocessed viewflex¿ xtra ice catheter is to be used for ultrasound imaging only. The reprocessed viewflex¿ xtra ice catheters are supplied sterile only if packaging is not damaged or open. Inspect the packaging and catheter for damage or defects prior to use. Hospital storage: room temperature: 18c to +26c (64f to 79f). Use product on a first-in, first-out basis prior to expiration or use by date on the label transport. Temperature: -20c to +50c (-4f to 122f). Relative humidity: 25% to 90%. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.